Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the pump was not functioning. A new ipp device was implanted. Patient outcome was not reported.

Manufacturer narrative:
Additional information provided in: d6, d10, and h3.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the pump was not functioning. A new ipp device was implanted. Patient outcome was not reported.

Manufacturer narrative:
Device evaluation provided in: d10 device available for evaluation, d10 returned to manufacturer date, h3 device evaluated by manufacturer, h3 device evaluated by manufacturer summary attached, h6 evaluation method codes, h6 evaluation result codes, h6 evaluation conclusion codes. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a fatigue leak and bulge with broken fabric treads in the proximal cylinder body attributed to wear at fold; a hole was present. Cylinder 2 had a small leak in the proximal cylinder body attributed to wear at fold; a hole was present. Both cylinders had wear at a fold in the cylinder body. Both cylinders were not functionally tested due to a leak that was identified. The krt of both cylinders were worn to the filament. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Contamination was found inside the pump. The pump was not functionally tested due to the contamination. Product analysis was unable to confirm the reported events related to the pump having a mechanical issue due to the contamination that was found inside pump; however, product analysis identified cylinders malfunction. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir had wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Product analysis was unable to identify device malfunction with the returned reservoir. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause traced to component failure" was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the pump was not functioning. A new ipp device was implanted. Patient outcome was not reported.